Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, detached and its struts perforated into the organs. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached struts were present in left chest and it was removed percutaneously; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, detached and its struts perforated into the organs. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached struts were present in left chest and it was removed percutaneously; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and seven months later, attempted inferior vena cava filter removal. Trans caval filter with struts within/adjacent to aorta/duodenum. One strut was eroding into the adjacent vertebral body. Symptomatic abdominal and back pain. Filter was present in the inferior vena cava. One filter strut extended into the left renal vein. Two other filter struts extended into the right renal vein. Two struts penetrated the posterior aspect of the inferior vena cava with strut hook located along the lumbar spine, unchanged. Two other struts penetrated the left caval wall with strut hook located along the aorta, unchanged. Attempted complex filter removal. At that point, an inferior venacavogram was performed in the ap and steep lao projections. Dsa images demonstrated multiple extra caval struts. Additionally, the lao image suggested that the hook was endothelialized and not free within the venous lumen. The 12 french sheath was placed through the 16 french sheath in the neck. Utilizing a reverse curve catheter, a wire was placed around the neck and endothelialized hook of the inferior vena cava filter. The wire was snared from the internal jugular approach. This was pulled out of the sheath in the neck for through and through access with an exchange length stiff glidewire. Gentle pressure was then retracted. The filter was straightened. The system gave with superior retraction of 3 of the struts occurred. The hook and neck of the filter remains anteriorly displaced. At this point, multiple attempts were made from the cranial approach to free the hook and neck utilizing forceps. An angled catheter was utilized to place a 0.035 wire anterior to the hook via a caudal approach. 8 mm balloon was insufflated gently. With the balloon inflated, the hook was attempted to be snared from a cranial approach. This was unsuccessful. Therefore, the balloon itself was snared. The balloon was slowly deflated, and an attempt was made to ride the snare over the balloon. This was unsuccessful. Able to partially free the hangman technique. Unable to snare the hook/neck. Attempted gentle forceps as well as balloon assisted manipulation. Due to the changed orientation of 3 struts and extensive attempts, stopped procedure. After three months, the patient was founded to have a fragmented vena caval filter which had been in place for multiple years. A retrieval attempts was done at mcr, but it could not be dislodged and after some difficulty, they were able to hook it and withdraw it. It was noted sometimes during the procedure that there had been migration of a small piece of one of the struts into the left pulmonary artery, distally in the artery. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava, filter limb detachment, material deformation and retrieval difficulties. However, the investigation is inconclusive for alleged filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.